Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining accutni results in the risk stratification range for two patients generated by the access 2 immunoassay system. Upon repeat the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are li heparin with a gel barrier. All samples are centrifuged either at 5000 rpm for 5 minutes or 3500 rpm for 10 minutes. Qc was within the customer's specifications prior to and after the erroneous results. A field service engineer (fse) was dispatched on 09/08/2010 and performed a system check and a high sensitivity (hs) system check, both met specifications. Hardware was verified; fse stated that there are no issues with the analyzer. No clear root cause could be determined for this event.